Manufacturer narrative:
Return requested for suspect driver 07/25/2016. Driver replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative received a report that, while in a spine procedure, the site's 5.5/6.0 mas driver was damaged. The driver tip broke off in the screw and was recovered without issue. An alternate driver was brought in to allow the surgeon to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned driver found that the reported event was related to a physical damage issue. Visual inspection found that the tip broke off of the driver. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.